Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The tip is broken.

Manufacturer narrative:
Examination of the returned instruments confirmed the complaint. It appears a very small piece from the tip of the holder broke off. The threaded tip on the rod is extremely damaged. The root cause is attributed to misuse and heavy usage. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.